Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 21 devices, for this device family and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, was being used during a total hip revision procedure on (B)(6) 2023 when it was reported ¿bovie pencil would stay on after pushing the button, it would not turn off by itself. Finally the generator shut it down with an error message of discontinue due to prolonged activation. Bovie was plugged back in but same error occurred. Replaced with new.¿. The procedure was completed with a reported 3-minute delay and the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, was being used during a total hip revision procedure on (B)(6) 2023 when it was reported ¿bovie pencil would stay on after pushing the button, it would not turn off by itself. Finally the generator shut it down with an error message of discontinue due to prolonged activation. Bovie was plugged back in but same error occurred. Replaced with new.¿. The procedure was completed with a reported 3-miute delay and the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.